Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a moderately tortuous and mildly calcified shunt. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 16 atmospheres for 15 seconds, the balloon ruptured. The procedure was completed with another 5.0 x 40, 40cm mustang balloon catheter. No patient complications were reported.